Manufacturer narrative:
New world medical (nwm) reviewed a social media post on september 9, 2020, user indicated that a bulge was present where a possible nwm device was implanted. Nwm is unable to determine whether the device implanted was manufactured by the company. No specifics of the issue reported can be determined as customer information was not provided for follow ups. No informatin provided on device implanted, lot number nor serial number.

Event description:
On new world medical (nwm)'s social media platform, a user created a post , in which it was indicated a bulge is present where the device has been implanted. 3 weeks post-op, user claimed that vision is worse than before the device was implanted.